Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the medical device problem code 1069 should not have been indicated in the initial submission. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation? Yes; returned to manufacturer on: feb 20, 2021. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the sample was received at the manufacturing site for evaluation. The cartridge component was observed correctly engaged into the dcb00v unit. The lens returned out of the device. Visual inspection using magnification was performed. The lens from the dcb00v preloaded was observed with loose particles/debris compatibles with handling the lens out of the sterile environment. The lens was cleaned to evaluate it for the reported cosmetic issue (scratch). After lens was cleaned, no scratches were observed on the lens surface. No damages were identified. The reported issue was not confirmed on the return. No product deficiency was identified. Manufacturing records review: the manufacturing process record was evaluated, and no nonconformity report was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was found to be scratched when used. When the lens was set, sufficient water was injected from the hydration port. When the device was observed under the microscope, there was a scratch-like trace at the tip of plunger. It was indicated that the device/cartridge tip was not damaged. The account was under assumption that the lens was damaged at the tip of the plunger. The iol was removed and the procedure was successfully completed with a back-up lens. There were no surgical interventions such as vitrectomy, incision enlargement and or sutures required. There was a ten (10) minute delay in the procedure; however, no patient injury/health hazard issue was reported after the lens replacement. No additional information was provided.